Event description:
Pt with dcis right breast, s/p lumpectomy received accelerated whole breast irradiation with boost at (B)(6) cancer center, (B)(6). Radiation received from (B)(6) 2010 to (B)(6) 2010. On day 2 of radiation therapy ((B)(6) 2010), pt experienced severe reaction 4 hours after treatment. Extreme dizziness, weakness and somnolence. Pt laid down and woke up 4 hours later. Weakness and somnolence persisted over the weekend. On (B)(6), pt refused further radiation treatment until she could speak with radiation oncologist. Pt questioned reaction and initiated discussion on the advisability of continuing radiation therapy given extreme and unexpected reaction. Physician said, she would monitor situation and check some labs; recommended continuing with treatment. Pt subsequently continued radiation treatment. Pt received 4240 cgy to right breast over 16 fractions; 1000 cgy to right breast tumor bed over 5 fractions. Total dose=5240 cgy; elapsed days=28. Pt experienced neutropenic fever (B)(6); admitted to (B)(6) medical center for pneumonia/radiation pneumonitis/sinusitis. F/u admission to (B)(6) for pulmonary eval. Pt has experienced overwhelming malaise, asthenia, fatigue, and debilitation after radiation therapy which persists to this day (11 months s/p radiation therapy). Pt experiences frequent dizziness and weakness; inability to stand and requires frequent rest periods. Pt has been unable to work and has been on disability intermittently since (B)(6); total weeks disability to date=30. Pt has made multiple attempts to go back to work; unable to tolerate part-time schedule. On (B)(6) 2010, pt diagnosed with post mastectomy pain syndrome. Started on lyrica and dilaudid prn. Negative work up in (B)(6) and (B)(6) for ra, sjrogen's, lupus. Pt referred to rheumatologist with specialty treating chronic fatigue immune dysfunction; pt started nuvigil; returned to work full time on (B)(6). Worked 6 weeks before becoming ill. On (B)(6) 2010, pt presented to (B)(6) ER w/pneumonia. Progression of symptoms and fever persisted despite oral antibiotics; legionella positive; admitted on (B)(6) 2010 for IV antibiotics; fever persisted, bronchoscopy performed on (B)(6) 2010, pt diagnosed with boop (bronchiolitis obliterans with organizing pneumonia). Pt started on steroids on (B)(6) 2010, pt discharged on (B)(6) 2010; length of stay =11 days. Pt to receive long term steroid treatment to prevent recurrence of boop. Dose or amount: #1 radiation therapy: 4240 cgy, #2 radiation therapy: 1000 cgy; frequency: #1 16 fractions, #2 5 fractions; route: #1 whole right breast, #2 right breast tumor bed. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: dcis: s/p lumpectomy; adjuvant radiation therapy. Add'l info rec'd from reporter on 01/18/2011: reporter was given radiation therapy after breast cancer. She continues with pneumonia and is on steroids. She is disabled. It has been one year since the radiation therapy was completed. She knows this is not typical. She also has debilitating fatigue. MFR info can be obtained from (B)(6). This is a follow-up to previous report from 12/2010.